Event description:
Customer reported that the usb port was damaged, rendering the device unable to be plugged in or turned on, despite attempts with different cables. There was no reported adverse impact to the customer's blood glucose level. A replacement pump was sent.